Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mcs instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. For clarification, the instrument was found to have a deep scratch mark, approximately 0.72" x 0.05" in length to the surface of the brown section of the tube extension with material removed. Material was missing and not returned. Any potential fragments from the brown section of the tube extension would not be retained by use of tip cover for this monopolar curved scissors design. The main tube also exhibited signs of scratch marks/abrasions on the distal end of the shaft. The main tube scratch marks measured roughly 0.03" to 0.33" in length and were not aligned with the tube axis. Material was missing from the surface of the main tube. These failures are typically attributed to mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the fibers on the shaft of the monopolar curved scissors (mcs) instrument was scraped and fell inside the patient. The fragments were retrieved and a backup instrument was used to continue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tip cover was inspected prior to use with no noted damage or anything out of the ordinary. The tip cover was installed when the fragment fell. The location of the damaged area was outside of the tip cover. The customer identified the damaged part was the black material on the instrument shaft. A fenestrated bipolar forceps instrument installed on the left arm grasped the fragment and was later retrieved by a laparoscopic instrument. There was no procedure delay and no additional anesthesia required. No additional post-operative tests or x-ray were performed. The surgeon did not notice any issues with the functionality of the mcs instrument during the surgical procedure. The customer was unsure if the mcs instrument collided with any other instruments during the surgical procedure. The instrument wrist was straightened upon removal of the instrument. The surgical staff noticed the damage on shaft of the mcs instrument after the event occurred. The instrument was in use for an hour. The mcs tip cover appeared to be properly installed during the procedure with no orange surface visible. An installation tool was used to install the tip cover and it was not installed beyond the orange surface of the instrument. The customer did not use any electrolube or lubricant on the mcs prior to the installation.